Event description:
It was reported that pump had a volume discrepancy of greater than 25%; the expected and actual volumes were not provided. The pt was experiencing lack of therapeutic effect. No alarms had been heard and no device troubleshooting had yet been done. The pump was used to deliver baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.